Event description:
A peritoneal dialysis registered nurse (pd rn) contacted baxter regarding an issue of overprime - leak out of patient line found on the patient line of the cassette during use. The pd rn stated that during prime fluid came out of the top of the patient line. The pd rn had started over with new supplies and wanted to know how the fluid came out on the top of the line. The baxter technical representative (tsr) explained that the top is vented to let the air out and sometimes it can cause the fluid to come out of the top of the patient line. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Suspect medical device info, contact office info and 510k number will not be provided in the emdr, because the product code and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). A 510k number was updated. The reported issue of overprime - leak out of patient line was not confirmed. The assignable cause is undetermined.